Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation confirmed that the buttons symbols are worn, and revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. The pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions found in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There was no insulin delivery defect found on investigation. Correction: the conclusion statement was originally stated as follows: "this complaint is being reported as a malfunction due to the alleged keypad issue. There was in evidence that the animas product cause or contributed to the alleged hyperglycemic episode." The statement should have read as follows: this complaint is being reported as a malfunction due to the alleged keypad issue. There was no evidence that the animas product caused or contributed to the alleged hypoglycemic episode.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter indicated that the patient was hospitalized with high blood glucose of 300-400 mg/dl and dka due to a viral infection. The patient reportedly had ketones and a fever, and was vomiting. The animas pump was disconnected after the patient was administered to the hospital and was treated with IV insulin. The patient was discharged 3 days later when his blood glucose was "164 mg/dl." During troubleshooting, the reporter claimed the keypad on the animas pump was sticky. In addition, the battery cap was worn. This complaint is being reported as a malfunction due to the alleged keypad issue. There was in evidence that the animas product cause or contributed to the alleged hyperglycemic episode.